Event description:
It was reported that a patient experienced word finding difficulty. The event was indicated as mild and did not require medical or surgical intervention and was indicated as ongoing. Despite being initially reported as minor, this event is considered a serious injury due to the deficit lasting longer than 30 days